Event description:
The lifecor territory manager (tm) of a male pt contacted lifecor customer support to report that the pt is receiving constant "adjust belt" messages. He stated that the belt is correctly positioned and the ecgs are sitting on the body. He also stated that the garment fit snuggly. Support reviewed the download and recommended replacing the electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt has been completed. The reported problem was confirmed. The electrode belt was found to have a short circuit in ECG b. The -5volt supply line was distorting the other signals within the ECG. The short was fixed. The electrode belt was refurbished. Baseline eval was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root case of this short circuit is unk, but is likely due to strain placed on the cable. The electrode belt short circuit was fixed. No adverse event resulted from the faulty electrode belt. The pt received a replacement electrode belt.